Manufacturer narrative:
Evaluation: (B)(4) no smells or obvious burned components or loose connections. The power supply test load conducted where both fans blow out and voltage dc output is within specification at: 23.41 vdc (spec. Range is 22.8 vdc to 25.2 vdc). Fse reported he could touch/hit/tap side of power supply while it was in customer's system and the stellaris system would shut down. During the evaluation the system would power up fine and when you tapped on power supply brick or control board area of power supply the system would shut down. The power switch would have to be turned off/on to start system again and it would come up fine until power supply was tapped, then it would shut down. The device history was reviewed and found to meet manufacturing specification.

Event description:
The system shut down during a procedure. The system was restarted and the procedure was completed with no impact to the patient.